Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of the device. Failure (event) observed during analysis. A partial lead with the tip measuring 52.7cm was returned. External insulation abrasion was noted at 43.0-44.1cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
This report is to advise of an event observed during analysis.